Event description:
It was reported that an ilet user experienced prolonged hyperglycemia after a high-carbohydrate late lunch, with a fingerstick blood glucose of 532 mg/dl and missed device alerts, and the user completed a supply change with guidance; subsequent follow-ups showed glucose trending down to 456 mg/dl and later 177 mg/dl, with education provided on treating hypoglycemia using the 15-15 rule if needed. Customer care provided support that included recommendation for a full supply change to address possible infusion or supply-related contributors, along with follow-up monitoring. Investigation of this case revealed no device malfunction reported, with hyperglycemia likely associated with meal intake and missed alerts, and resolution after supply change and monitoring. Symptoms included fatigue. Outcomes included no emergency services, no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.